Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery, it was observed that the motor device and the attachment device were heating up when in use together. It was reported that there were no delays in the scheduled surgical procedure as spare identical devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the cutter could not be inserted and the bearings were corroded, worn out and no longer in axial alignment, which did not allow insertion of the cutter. It was determined that this was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.